Event description:
The nurse manager of the hospital reported that this IV extension set had disassembled during use on (B)(6) 2012. She said the manifold broke at the first port entry. She reported that the baby was receiving a heparin infusion at the time of the alleged malfunction, but is currently doing fine. The device was returned to the manufacturer for analysis. No further information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc defers to the patient's physician regarding medical history.